Event description:
Reporter indicated that site's programming wand was not working, and they were not able to establish communication. The programming wand was returned to manufacturer for analysis. Product analysis confirmed the malfunction of the wand, and attributed the defect to intermittent conductors found in the serial data cable of the wand.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.